Event description:
The reporter stated that while testing a patient a blood glucose of 274 mg/dl was obtained at 11:49 am while testing on the accuchek inform ii meter (serial number (B)(4)). Using the same meter a result of 236 mg/dl was obtained at 11:51 am. The reporter stated that she ran linearity on this meter and the results were fine. She stated the staff borrowed another accuchek inform ii meter (serial number unknown) from another floor and obtained a result of 139 mg/dl. The result of 139 mg/dl was obtained 5-10 minutes from the result of 236 mg/dl on the first meter. The reporter stated the staff believed the result of 139 mg/dl and there was no treatment administered based on the results. The reporter stated that the controls has been last ran on the first meter at 10:00 pm the night before. The controls had passed. There was no adverse event. The suspect strips were requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the strips and the meter. They were tested using control solution. All of the returned results were within the acceptable range. The allegation in this case could not be substantiated.